Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that items were not showing in the system. A technical support specialist checked the medications and found that were not due yet. The technical support specialist left a voice message explaining why the user was not able to see the item available. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the items were not shown in the system, and it was unable to issue items for patients. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.